Event description:
This is in regards to the recall on a.m.o contact lens solution "complete moisture plus" that came out on 5/25/2007. I don't remember when I bought it, but I think it was after the 25th of may. Anyway, I got an eye infection 2 weeks ago because of it. I went to the doctor, I wasn't able to work or go to school. I spent a lot of money at the doctors, at the pharmacy to my antibacterial drops, I was hurt for 3 days really bad. I had to buy glasses and once I got better, I got clearance from the doctor to wear my contacts again, once I did, I got the damn infection again, not knowing it is from the solution that I am using. I went back to the doctor, he asked me what solution I use, and I told him, and he told me that's what it is, and I should call you guys, and them and tell them about this issue and get reimbursed. This is ridiculous. I lost so much because of this..work, school, exams for my bio class and chemistry class. I did very badly. I'm reporting this. Thanks. Dates of use: twenty three days in 2007.